Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the cloudy effluent was unknown. The patient was treated with an unspecified medication for an unknown indication. The outcome of the event was unknown. The action taken with dianeal therapy was unknown. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.